Event description:
It was reported that the foam spacer on the lower half of the device's display had shifted upwards, thus blocking critical information (alerts) located at the bottom of the display/screen. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported problem. The display lens was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed lens and confirmed that the foam tape had moved on the screen, and some portions were on the viewable area of the screen.